Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. A visual inspection and functional testing were performed. The downstream occlusion false alarm was identified during the functional testing. The cause of the condition was determined to be a maladjusted pump door. To correct the condition, the screws were adjusted and the door pump was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a downstream occlusion false alarm. No additional information is available.